Event description:
The customer reported a button error alarm and unresponsive buttons. The customer stated that the button was not responding, and she was unable to clear the alarm. The customer stated that she did not press not press any button for more than three minutes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Unable to prime during the prime test due to a flush/loose motor support disk. The insulin pump also had a missing end cap sticker.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Unable to prime during the prime test due to a flush/loose motor support disk. The insulin pump also had a missing end cap sticker.